Event description:
It was reported that the procedure was to treat a mildly tortuous, non-calcified, 100% stenosed lesion located in the right coronary artery. The patient presented experiencing an acute myocardial infarction. Thrombus aspiration was performed and the 3.0x15 mm tenku rx balloon catheter was delivered to the lesion without issue. The balloon did not inflate when a pressure of 2-3 atmospheres was applied and a balloon rupture was suspected. The balloon did not appear to be inflated on angiography. A 2.5 mm tenku was used to successfully complete the procedure. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Catalog # corrected. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.